Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. Upon receipt the charger was unable to power up. The cause of the inability to power on was isolated to a defective power brick. The root cause of the defective power brick was unable to be positively identified. No adverse event resulted from the defective battery charger/modem's power supply. The last pt to use this battery charger/modem did not report any deficiencies.

Event description:
A review of svc data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was unable to power up. The last pt to use this battery charger./modem did not report any deficiencies.